Event description:
Reporter indicated that high lead impedance reading was obtained during lead test at office visit. Further investigation revealed that lead was replaced due to a lead test diagnostic result of "dc-dc" code 7 after the generator was replaced.